Manufacturer narrative:
Failure analysis on the returned touchscreen shows that electrical testing is out of specification. Unresponsive regions all over the touchscreen are observed. Fault are found on this returned touchscreen.

Manufacturer narrative:
The service technician reported that the reported issue was confirmed by operational checking performed. Since the issue was not resolved by calibrating the touchscreen, the touchscreen was replaced.

Manufacturer narrative:
Date of report: 28jun2021. There was no patient involvement.

Event description:
The customer reported that during touchscreen calibration test, the touchscreen didn't respond and failed. During review of the diagnostic event log, the occurrence of diagnostic code 1101(ventilator restarted) was confirmed. The customer reported that the unit was not in use on patient. The issue was discovered during pre-use check. No delay in therapy reported. The customer reported that the upper part on the display was touched several times then the action above managed to complete. However, the range to be able to complete was as small as one fourth. The touchscreen was calibrated but the issue was not resolved. Therefore, the touchscreen needs to be replaced. The 1101 e/c although the alarm was not duplicated by operational checking performed, the cpu board needs to be replaced to prevent recurrence. Other information is pending.